Event description:
Emulsification of the nucleus was begun with the phaco tip in the sculpt mode, and it was observed during the first 2 passes through the lens material that the white debris did not clear rapidly. This took approximately 10 seconds of phaco time. The handpiece was immediately removed from the eye. As it was removed from the eye, it was observed that the incision area had turned somewhat white, and there was a gaping of the incision area, suggesting there was a mild incisional burn from the phacoemulsification handpiece overheating. The handpiece was then tested and felt to be working appropriately outside of the eye. The aspiration and flow were working appropriately. It was reinserted in the eye, and it was begun in use and appeared to be functioning properly. The remainder of the emulsification was nearly completed, until removing the last quadrant of the nucleus it was observed that the capsule suddenly broke and this fragment fell back into the vitreous and vitreous prolapsed forward. The phacoemulsification was discontinued. An anterior vitrectomy was then performed until the vitreous was removed from the anterior chamber.====================== manufacturer response for emulsification, phaco, infinity======================sounds like user error